Manufacturer narrative:
This MDR was submitted outside the required reporting timeframe due to delayed review of the complaint, which was part of a backlog not previously assessed by the formally designated complaint handling unit. Upon review, the event was determined to be reportable and submitted promptly. Corrective actions have been implemented to ensure timely complaint review and MDR assessment.

Event description:
It was reported that a user experienced hyperglycemia shortly after initiating ilet therapy, with a sensor glucose of 325 mg/dl and a concurrent fingerstick of 414 mg/dl; calibration assistance was provided due to readings outside the 20 percent range, the user had recently eaten less than 15 g of carbohydrates per prior training without a meal announcement, used a cartridge and tubing infusion set with adequate insulin volume and no observed leaks or kinks, and ketone testing was negative. Symptoms included hyperglycemia with associated dizziness and irritability. Outcomes included a delay to treatment or therapy as glucose regulation required time after corrections. Investigation included review of device data and user report, along with guided calibration to align sensor and blood glucose readings. Investigation of this case revealed no evidence of infusion set failure or insulin leakage, and glucose levels began to trend down after calibration and time for correction. It was concluded, based on previously established findings for similar reports, that early therapy adaptation and unannounced carbohydrate intake contributed to transient hyperglycemia.